Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon examination, it was noted that the pacemaker exhibited far r oversensing. Programming changes were recommended. No intervention was performed. The patient was stable in condition.